Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to use-related factors, such as the initial 3.2 mm pin may have had bending, deformation, wear, or debris present before insertion, and this may have not been detected during setup.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-3350-4031 arthroscope had on (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-2260bc impl delivery sys,distal biceps, bc and an ar-1408 headed reamer 8mm cannulated malfunctioned. The surgeon was using (ar-2260bc, 15462397) and had drilled the 3.2 drill pin. He tried to ream over the pin with the 8mm reamer (ar-1408, 03053517) and the reamer would not advance fully over the pin. The pin was swapped out with another 3.2 pin and this worked as it should. This was discovered during the case with no patient harm.